Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they want to make sure the device is functioning properly. The customer's blood glucose level at the time of incident was 597mg/dl. The customer's current blood glucose level is 327mg/dl. Troubleshoot for high blood glucose levels were conducted. The device was found to be functioning properly. The customer was advised to follow up with their healthcare provider over their unexplained high levels.